Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: finland.

Event description:
Unomedical reference number (B)(4). Event occurred in finland. On 24-jun-2024, it was reported that the patient faced infusion set was leaking at the tubing fill from quick release next to tubing. The infusion set was in use it appears on set change when filling tubing. No further information available.